Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncopy. It was noted that the right atrial (ra) lead exhibited undersensing and the left ventricular (lv) lead exhibited high thresholds and loss of capture. Leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted (B)(6) 2013, 407652 lead, implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncopy. It was noted that the right atrial (ra) lead experienced undersensing and the left ventricular (lv) lead experienced high thresholds and loss of capture. Leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that that there were no issues with the leads. The device was also functioning properly. Leads and device are still in use. No patient complications have been reported as a result of this event.